Event description:
It was reported to philips that the system experienced issues with a defective rotor tube and poor image quality after room start-up. The clinical use of the system was in use. There was no harm reported to philips.

Manufacturer narrative:
The engineer changed the cooling pump of the tube, and the system now meets the specifications for the performed service and was returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).